Manufacturer narrative:
Instrument log review: it was observed that this instrument was last used on (B)(6) 2020 on system (B)(4) with 1 use remaining. Image/video review: no image or video clip for the reported event was submitted for review. Intuitive surgical, inc. (Isi) received the parts involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported issue. The instrument was found with insulation damage to the conductor wire. Insulation material appeared to be rubbed off and lifted up. No material appeared to be missing. The electrical continuity test still passed. No signs of thermal damage observed. The known common cause of this failure is mishandling/misuse. Additional observation not reported by the customer was that the main tube exhibited signs of scratch marks/abrasions on the distal end. Main tube scratch marks measured roughly 0.03" to 0.27" in length and were not aligned with the tube axis. Material was missing from the surface of the main tube. This failure is most commonly caused by mishandling/misuse, such as excessive contact with abrasive or hard surfaces during transport or reprocessing. Based on the information provided at this time, this complaint is being reported because a bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the curved bipolar dissector instrument had broken insulation. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the customer and additional information was obtained about the complaint: the customer reported that there was no one at the site who had more information to report on the event.